Manufacturer narrative:
Patient¿s date of birth was reported as an unknown day and month in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change in care giver. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Nineteen days after the event onset, the antibiotics were discontinued. Dianeal therapy remained ongoing. At the time of this report the patient had recovered. It was not reported if the caregiver or patient was retrained on proper aseptic technique. No additional information is available.